Event description:
It was reported to philips that the azurion system would not turn on. The device was outside of clinical use at the time of reported event. No harm was reported to philips. A philips field service engineer (fse) visited the site and replaced the power supply. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Analysis of the log files indicated that parts of the power distribution unit (pdu) were malfunctioning. A philips field service engineer (fse) inspected the system onsite and confirmed the reported event. During troubleshooting, fse found that there were no leds and no 230-volt power coming from single-phase uninterruptible power supply(ups) of the fan and power tray. Fse confirmed that the fan and power tray, pdu direct current module and pdu control module were defective and replaced them. Also, the software to the pdu controller was overdriven, which resolved the issue. The replaced fan and power tray, pdu direct current module and pdu control module were returned for analysis. Part analysis of pdu fan and power tray indicated that the failed component was power supply unit (psu) and cause of the issue was electrical overstress due to abnormal use by customer. The cause of the pdu direct current module and pdu control module could not be conclusively determined by the supplier's part analysis. After replacing the fan and power tray, pdu direct current module and pdu control module, the system was returned to use in good working order. The codes were updated based on the investigation outcome.